Event description:
The customer reported via phone call that he was experiencing lost sensor alerts and that the transmitter may not have been charging properly. The customer also reported that the insulin pump may not have been communicating with the transmitter. Blood glucose level at the time of the incident was 525 mg/dl. The customer was advised that the sensors and transmitter would be replaced, and will return the transmitter for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flatten creased up and down buttons dome switch. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.